Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd implanted: (B)(6) 2020; 6725 adaptor implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was implanted and determined to be too short. The lv lead was capped and replaced on the same day it was implanted. No patient complications have been reported as a result of this event.